Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Put the steel pin on my face- skin [skin injury]. Brush head became detached from the handle [device breakage]. Consumer sent e-mail stating the brush head became detached from the handle. No serious injury was reported.